Event description:
It was reported the patient was up all night with pain in their lower back. They could feel stimulation down their leg and it was almost too strong. They were on group 1 at 4.70v but then adjusted it to 4.80v. When they change to group 2 they feel stimulation in their stomach. At the time of the call they still had the bandage on from the surgery. They have also had issues with the patient programmer and implantable neurostimulator recharger (insr) due to communication issues. On the day of the call the patient had a cat scan. Two and half years later, on (B)(6) 2015, the patient called in again and stated they never had therapeutic effect. Since the implant the stimulation had never helped with their low back pain. The stimulation only gave them tingles in their legs. Four months prior to the second call the tingling in their legs had stopped. The patient no longer uses their device and it has been off for 6 months because it never worked.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).